Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated stent graft was implanted with an infrarenal aortic extension to treat an abdominal aortic aneurysm. At an unknown date, the patient presented with a possible endoleak of indeterminate origin. A re-intervention is planned at a later date.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported loss of seal and compromised graft integrity could not be determined due to lack of medical records and imaging. No procedure-related, user-related, anatomy-related, off label, or cautionary product use conditions could be determined. It was noted that patient had a re-intervention approximately 5 years post-op to resolve the type iiib and type ib endoleak. Patient reported to have expired the next day due to unknown reasons. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).